Event description:
Shaft of stent broke into 2 pieces while trying to seat stent in a lesion. Unable to remove undeployed stent from body. Second stent deployed to secure device retained in pt. Reason for use: ashd.